Event description:
The patient came to interventional radiology for gamma knife films. The images were taken per protocol. Grid shots were taken. Positions were stored on the fluoro equipment. Unfortunately, there was image distortion (siemens biplane angiographic system) and the ap image needed for gamma knife could not be processed. Biomed looked at the equipment and stated the image was corrupted. The same process was run on a phantom to see if the issue reoccurred. Biomedical engineering worked with radiology to remedy. There was no harm to the patient. The patient was able to continue with her gamma knife therapy scheduled that day. Manufacturer response for computer-leonard system, (brand not provided) (per site reporter).